Event description:
A customer reported that an operator splashed vitros immunodiagnostic products (B)(6) control into his eye while handling the product. This event constitutes biohazard exposure. There was no allegation of operator harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.(B)(4).

Manufacturer narrative:
The investigation concludes that an operator splashed (B)(6) control fluid in their eye while handling the product. The root cause of this event is most likely user error. The warnings and precautions section of the vitros immunodiagnostic products (B)(6)controls instructions for use (IFU) state: "warning: potentially infectious material. Handle as if capable of transmitting infection. The vitros (B)(6)1+2 controls 2 and 3 contain (B)(6) plasma obtained from donors who were tested individually and who were found to be negative for (B)(6) surface antigen (B)(6), and for antibodies to (B)(6), using FDA approved methods (enzyme immunoassays, eia). The (B)(6) plasma has been heat treated to inactivate viruses.¿